Event description:
Event description guidant received information that this implantable lead dislodged, requiring surgical intervention. During the repositioning attempt the atrial setscrew became over-tourqued and was stuck up. The device was explanted, and replaced. The defibrillation thresholds were high with the new device, and it was also explanted and replaced with a different model.